Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek vantus meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter at 8:07 am was 1.6 inr. The result from the meter at 8:09 am was 3.1 inr. A different finger was used for each test. The result from the laboratory was 2.38 inr. The timing between the meter and laboratory tests was greater than four hours. The patient¿s therapeutic range is 3.0 - 3.5 inr and tests every 2 weeks.

Manufacturer narrative:
Initial reporter: occupation is a patient/consumer. The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The test strips were provided for investigation where they were tested using a reference meter with high-level control samples. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.